Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed, and product found in good condition. Event history log review was performed and found no disposable alarm messages after the pump started and power lost while pump was on. Visual inspection and functional testing were performed. According to the investigation, no problem was found with the pump displaying "double beep with cassette" alarm message during the investigation. However; visual inspection of the pump event history logs showed "no disposable" and upstream occlusion detected alarm messages after pump started. The investigation recommended the pump downstream and upstream occlusion sensor to be replace. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that during bench testing of this smiths medical cadd legacy pump, the pump exhibited "double beep with cassette" alarm. No reported adverse effects.